Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies on the device case. A review of the device memory confirmed that a low voltage alert, code 1003, was not recorded but a shorted lead error code 1005 had been recorded in (B)(6) 2020. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardiac resynchronization therapy defibrillator (crt-d) heard beep tones. The device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Subsequently, the device was explanted and replaced. There were no patient complications or adverse effects reported.

Event description:
It was reported that the patient with this implantable cardiac resynchronization therapy defibrillator (crt-d) heard beep tones. The device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Subsequently, the device was explanted and replaced. There were no patient complications or adverse effects reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.